Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up with right ventricular lead exhibiting noise. The lead was capped and replaced on (B)(6) 2016. The threshold and impedance measurement was normal and stable. No patient symptoms were noted.